Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the lead pacing impedance measurement was low. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a low right atrial lead impedance alert occurred on 2011-(B)(6) for a less than 20 ohm reading and the atrial impedance varied from 56 to 224 ohms throughout the performance data.